Event description:
It was reported that revision surgery was performed due to disassociation.

Manufacturer narrative:
The implant and explant dates have been corrected.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination of the insert, the insert appeared to be slightly warped. The product information imprints were not visible on the insert and circular marks were observed on the distal surface (figure 3). These features suggest that the insert may have been autoclaved and does not represent the actual part. The insert could not be dimensionally evaluated because autoclaving causes dimensional changes to the polyethylene material. Signs of adhesive and abrasive wear were observed on the proximal surface. A fully locked insert would show mild rounding in two distinct areas of anterior locking mechanism. Minimal deformation was observed near the anterior locking mechanism. It is not clear if the features disappeared due to autoclaving of the insert. Damage and material loss were observed on the distal surface and near the dovetails. In conclusion, the exact cause for the disassociation of the insert from the tibial base could not be determined as the insert may have been autoclaved.